Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient had a growing mass in abdomen from prostate cancer, and likely the cause of the patient¿s death.